Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that the paramedics were called two times to assist customer at scene. Customer stated that over a year ago she was in an accident where she was driving and drove over the side of the road into a ditch due to low blood glucose. The second time she was working and her coworkers called the paramedics due to low blood glucose. The blood glucose readings were around 40 mg/dl when the paramedics arrived both times. Nothing further was reported.